Event description:
It was reported the pt's ipg was unable to communicate with her programmer nor charger and she consequently lost stimulation. Replacement external devices were unable to resolve the issue. The pt stated she last charged her ipg around (B)(6) 2012. It was reported the pt's ipg will most likely be explanted and replaced. The pt is scheduled to meet with her physician to discuss the next course of action.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.